Event description:
A (B)(6) female pt received an xlif procedure at the l2-l5 spine level on (B)(6) 2012. During the discectomy at l2-l3 level the surgeon was using a cobb elevator. The instrument was believed to have been inserted from the disc space into the opposite (superior) end plate, but was inadvertently placed in the conus medullaris. Additionally an interbody implant was placed into the same area. This resulted in impingement of the conus and attendant paralysis. Shortly after the initial surgery, malpositioning of the implant was noted. Revision surgery ensued and the implant was repositioned. A hematoma that had developed was decompressed and a laminectomy was performed at this time as well. The pt has lower trunk neurosensory function, but neuromotor function remains impaired. No further revision is planned. No malfunction of product is known to have occurred.

Manufacturer narrative:
(B)(4). The reported event is believed to be related to incorrect instrument placement. It is unk if appropriate identification of anatomical landmarks was performed with fluoroscopy. No malfunction of device used in the surgery has been alleged. Review of labeling notes appropriate use of anatomical landmarks and preparation of the visual surgical field: "cross-table ap fluoroscopy is used to confirm the correct position of the access driver blades on the spine, and to ensure that the blades are parallel with the disc space." Multiple similar notations are made with respect to proper positioning of instrumentation as well as implants.